Event description:
The duett sealing device was deployed following an interventional procedure via a 6f sheath in the right groin. During deployment, it was noted that the balloon came back into the sheath and the scar tissue was present. A 2nd attempt to seal with the duett was made. The recommended pre-deployment introducer sheath saline flush was not noted by cath lab personnel. Additionally, the pre-deployment angiogram was reported performed via the catheter, not the introducer sheath. Following deployment, signs and symptoms consistent with an arterial occlusion were noted, which was confirmed via angiogram. Treatment consisted of an angiojet. No additional complications were noted.